Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was drainage from the device site post implant of the implantable pulse generator (ipg) system. An attempt was made by the physician to remove the drainage however the ipg system was explanted due to infection. The new device system was implanted on the contralateral side. No further patient complications have been reported as a result of this event.